Manufacturer narrative:
Evaluation summary: one customer complaint was received on (B)(6) 2010, from (B)(6), noting that an unexpected change was made on the donor questionnaire that was found in the production environment. Haemonetics conducted an investigation and it was determined that when performing a change in the questionnaire module by haemonetics staff resulted in an error on the questionnaire in prelude. More specifically, the aspirin question was cloned for the customer and the aspirin flag properties of that question did not copy over. The verification of the cloned question was missed and placed into the validation site for the customer. Customer validation did not detect the change to the aspirin flag for the cloned question. Further investigation from the engineering department found that there is a software defect that does not allow the aspirin flag of the question to clone properly. Once the aspirin question is cloned, a screen will display the cloned information. The aspirin flag is reset to 'no' during the cloning process. All information is to be reviewed prior to promoting the question. Validation is to be performed to make sure that all the information that was cloned is accurate. All customers were notified by telephone of this defect on (B)(4) 2010, and by official numbered letter on (B)(4) 2010. Analysis of the customer's databases revealed no instances of unsafe product being released for transfusion because of this defect.

Event description:
A software defect in the prelude module of symphony does not allow the aspirin flag of the aspirin question on the donor questionnaire to clone properly. When the aspirin question is cloned, a screen will display the cloned information and the aspirin flag is reset to 'no' instead of copying the original value.